Event description:
It was reported that the pt underwent initial procedure on (B)(6) 2013. Revision was performed on (B)(6) 2013 due to the l5 and s1 screws pulling out of the bone and pt loss of sagittal balance. It was also noted that one of the lock screws had backed out of the pedicle screw. During the revision, four pedicle screws and lock screws were removed and replaced, both rods were cut shorter, two iliac screw, two new rods and five different rod to rod connectors were implanted.

Manufacturer narrative:
The explanted polyaxial pedicle screw was examined using 7x magnification for any anomalies. The following observations were made regarding the condition of the explanted component: the tulip rotates about the head of the screw freely, and maintains the friction fit. No inexplicable marks were found on the body of the screw or external surfaces of the tulip. There are slight surface scratches on the internal surfaces of the tulip and saddle consistent with insertion and a typical revision procedure. Overall, visual examination of the implants did not yield any obvious non-conformities. Qc inspection of the component did not yield any non-conformities. Additionally the qc rep was able to fully seat the lock-screw into the tulip w/o issue. Review of the post-operative image and f/u image were completed and the following observations were made: it appears that the stabilization rod is extremely lordosed. Overall, not enough info was available regarding the details of the surgery and post-op pt activity to make a definitive conclusion as to why the lock-screw disengaged from the tulip. It is the physician's opinion that pt weight was clearly a factor in the hardware failure. Review of complaint history did not reveal any previous reports of this nature for this product family. Associated instructions for use, lbl-IFU-011 reform pedicle screw system, states under contraindications: "morbid obesity", under potential adverse affects: "early or late loosening of any or all of the components. Loss of fixation. Disassembly and/or bending of any or all of the components." Under warnings: "based on the fatigue testing results, the physician/surgeon should consider the levels of implantation, pt weight, pt activity level, other pt conditions, etc. Which may impact on the performance of the system", and under peroperative: "pt conditions and/or predispositions such as those addressed in the aforementioned contraindications should be avoided." This report is number 1 of 3 MDR's filed for the same event (reference 3005739886-2013-00011 and 00012).